Event description:
Following a diagnostic procedure on 10/23/97, an angio-seal device was placed and hemostasis was successfully achieved. The pt was discharged home later that same day without difficulty. On 10/27/97 the pt contacted her physician and complained of bruising. Treatment included hot packs and the administration of coumadin and ticlid (which was not necessarily due to the report of bruising). On 10/29/97 the pt was seen by her physician and referred to a vascular surgeon for a bruit and mass. An ultrasound was performed which confirmed the presence of a pseudoaneurysm near the femoral vein, with a question of venous thrombosis. The pt was taken to surgery, where the angio-seal device was removed. Follow-up confirmed that the pt was fine and without sequelae.